Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H10: seven (7) actual samples were received for evaluation. Visual inspection was performed using the naked eye which observed that the rubber stopper from the injection site came off form the port on each unit. The rubber stopper remained inside the blue cap. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue clamp of an intravia 250ml container would not completely seal the port which resulted in a leak. The leak was observed during storage and during patient use of the device. The device was filled with fentanyl. There was no patient injury or medical intervention associated with this event. No additional information is available.